Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Udu number, operator or device and initial reporter sent report to FDA are unknown. No product information has been provided to date.

Event description:
It was reported that it leaked inside the main casing of the fluid warming device. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, faded line cord and damaged printed circuit board (pcb). Functional testing found the leak was outside the enclosure near the drain tube contrary to the customer complaint. The root cause of the reported issue was found to be wear and tear use of the drain tube caused a crack. Replaced the pcb, enclosure, tank cover, line cord, and front cover. Device passed all functional testing.

Event description:
Additional information was received which stated there was no patient involvement.